Event description:
It was reported that during implant of this subcutaneous implantable cardioverter defibrillator (s-ICD), an electrode was inserted into the header, however, did not appear to go all the way into the header. The tip of the electrode could not be visualized past the connector block under fluoroscopy. The electrode was removed and inserted into the header of a new device, and was observed to have fully inserted into the device header. The new device was used and this device was attempted, but not implanted. No adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that analysis of this device was completed.